Event description:
The center reported that the pt experienced overly loud stimulation and sound quality issues. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.